Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally, the alleged occlusion alarm issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, a malfunction alarm occurred. Customer's blood glucose was 185 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.